Event description:
It was reported by the aci sales professional that a male pt underwent an interventional peripheral procedure and a left lower extremity angiogram on (B)(6) 2012. Access was obtained at the right common femoral artery (cfa) via a short 6f cordis sheath, which was exchanged for a long support sheath to allow for a diagnostic angiogram of the left leg. A diamondback atherectomy was performed along with stenting and a post stent placement balloon dilatation. Peri-procedure the pt was anti-coagulated with 5,000 units of heparin. There were multiple device exchanges through the right cfa access site. At the end of the procedure a right cfa angio shot was taken and the access site was deemed to be in the cfa. There was no visible plaque/calcification in the access area. Following the procedure, the physician who was in training, selected the mynxgrip vascular closure device 6f/7f to close the access site, the aci sales professional in attendance. It was reported that the physician deployed the device per the IFU. Post deployment the physician noticed a hematoma (<6cm) developing and had the technician apply firm arterial pressure for 10 minutes to work the hematoma out of the tissue tract. Protamine was given at the beginning of the application of arterial pressure. Hemostasis was achieved and the pt was moved to recovery. After the pt was in recovery for over 90 minutes, the pt had to void his bladder. After the pt voided his bladder, a hematoma (approximately 6 cm) began to develop. The recovery nurse held 10 additional minutes of pressure in which time the hematoma was resolved and hemostasis was achieved. The pt was discharged on (B)(6) 2012, with detailed discharge instructions and groin care directions. On (B)(6) 2012, the physician reported toe the sales professional that the pt presented to the hospital over the weekend and was admitted. The pt was diagnosed with a pseudoaneurysm and the pt received a thrombin injection as treatment. The pt was held for observation over the weekend and was reported to have had a large hematoma in his right groin during that time. No further information was provided. On (B)(6) 2012, the aci sales professional reported that he has not been able to obtain the size of the large hematoma, nor the date the pt was discharged form the hospital. The facility was unwilling to provide additional information.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1216504) indicated that the device lot met all established performance criteria prior to shipment.